Manufacturer narrative:
During use of 5f mynxgrip vascular closure device, upon shuttling down and then back up there was no white advancer tube present. Hemostasis was achieved by manual compression within 30 minutes or less. The procedure was a toe amputation and a left lower angio. The patient¿s hospitalization was not extended. A 5f cordis brite tip sheath was used in the procedure. The product was returned for analysis. One non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle was engaged to the black handle. The sealant was protruding out from slit on outer shuttle cartridge and advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was not returned. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1817004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event such as an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use, although not intended as a mitigation of risk, ¿deploy sealant align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of 5d mynxgrip vascular closure device, upon shuttling down and then back up there was no white advancer tube present. Hemostasis was achieved by manual compression within 30 minutes or less. The device was set aside and is available for inspection. The procedure was a toe amputation and a left lower angio. The patient¿s hospitalization was not extended. A 5f cordis brite tip sheath was used in the procedure.